Manufacturer narrative:
Complaint conclusion: during an unknown procedure, it was reported that a maxi ld balloon leaked. There was no adverse event to the patient. No additional information regarding the procedure is available. One non sterile catheter maxi ld 7f was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were inflation medium residues observed in the returned device. No other anomalies were observed in the returned device. Leak test was performed to and the balloon was inflated and there was no observed leakage in the balloon or the hub, the balloon maintained the burst pressure (6 atm.). Microscopic analysis was not performed since not were observed leakage in the balloon. Review of lot 16012336 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon leakage was not confirmed since the device performed as intended during functional analysis. The exact cause of the difficulty experienced by the customer could not be conclusively determined. Based on the limited information available for review, a clinical determination of contributing factors could not be made. Neither the DHR nor the analysis suggests that there is a design or manufacturing related issue; therefore, no corrective action will be taken.

Event description:
During an unknown procedure, it was reported that a maxi ld balloon leaked. There was no adverse event to the patient. No additional information regarding the procedure is available.

Manufacturer narrative:
Please note that the patient's gender is unknown and the event date is unknown. Review of lot 16012336 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records and no excursions were found for this lot. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.